Event description:
The customer reported that the system's left monitor would not display an image. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation and was unable to duplicate the problem. The video connections were reseated. The system was tested and found to be working as intended and put back into service.